Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07001. It was reported that stent damage and entrapment occurred. The target lesion was located in the circumflex artery. After a 32 x 2.75 rebel stent was implanted, a 24 x 3.00 rebel stent was advanced to further treat the lesion. However the 24 x 3.00 rebel stent unraveled and was snagged on the 32 x 2.75 rebel stent. Upon removal, both stents were removed as a one unit. The procedure was then completed with a 3.0x28mm and 3.0x20mm rebel stents. No further patient complications were reported.